Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection (via the naked eye) noted that the septum was missing from the housing. Microscopic inspection was conducted and no cracks, damages, or any other defects were noted. The sample was missing the septum, therefore, the reported condition was verified. The cause of the missing septum was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an interlink catheter extension set¿s septum ¿came out of place" during infusion of an unspecified drug. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.